Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging audio tone/vibration (audio tone issue). It was reported that the user heard random scaling tones coming from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 06 oct 2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2017 with the following findings: on investigation, the pump was powered on with properly functioning audio tone. No odd or random audio tones were duplicated through testing and evaluation. Investigation did not duplicate the complaint.